Event description:
Noted some bleed in the tubing to the catheter. No alarms, no difficulty with augmentation or vitals at this time of monitoring. Within an hour, more blood was noted in the tubing and the intra-aortic balloon pump (iabp) was alarming to check the iab catheter; there was no augmentation, patient vitals stable. Datascope representative was notified and suggested to have iab catheter removed. Cardiologist removed the catheter. Catheter was sent back to manufacturer.